Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d234trk implantable cardioverter defibrillator (ICD): (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2005; 4194 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that there was a pocket revision and the right ventricular (rv) lead was repositioned due to imminent perforation of the lead at the device pocket. The lead remains in use. It was noted that the patient was enrolled in the optilink heart failure study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.